Event description:
It was reported that there was device damage that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was damaged and there was a leak present. No treatment or intervention was performed at this time. The patient did not experience any complications as a result of this event.